Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD) and came into an outpatient clinic for interrogation. However, the ICD was unable to be interrogated and a code displayed indicating the device was in safety mode. Subsequently the patient was hospitalized the same day and a revision procedure was performed. The ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD) and came into an outpatient clinic for interrogation. However, the ICD was unable to be interrogated and a code displayed indicating the device was in safety mode. Subsequently the patient was hospitalized the same day and a revision procedure was performed. The ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded. The device was noted to show a status of beginning of life (bol) and normal power usage. Review of depletion pattern showed normal battery depletion. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to enter safety mode, despite the fact that significant battery voltage and capacity remained.